Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to low blood glucose on (B)(6) 2020. The customer¿s blood glucose level was 20 mg/dl. Customer had using insulin pump system within 48 hours of reported low blood glucose event. Customer does not use auto mode. Customer treated with intravenous glucose and glucose tablet. Customer does not allege insulin pump was over delivering. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The information that provided related to emergency medical services with the initial report was incorrect. The correct information has been included with this report. (B)(4).

Event description:
It was reported that the customer's wife called the emergency medical services due to low blood glucose of below 20 mg/dl on (B)(6) 2020. The customer declined to transport to the hospital. Customer was incoherent and treated with glucose tablets and glucose intravenously.